Event description:
According to the reporter, during a bowel surgery, halfway through the procedure, the thread broke off from the needle. The surgeon managed to finished off tying the suture with the needle holder without the needle attached. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, halfway through the surgery, the thread broke from the needle.